Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve leaked. The following information was provided by the initial reporter: it was reported by customer that the nurse noticed her gloved being wet--looked like the med (not hazardous) was "seeping" where the texium connection (binded to the 203050et filter set) to the 2000e smartsite---stand alone smart site attached to a female luer of a port access needle.

Manufacturer narrative:
No product or photo was returned by the customer for complaint (B)(4). The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. A device history record review for material# 2000eand lot# 24095118 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.